Manufacturer narrative:
(B)(4). The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provider reported right side capsular contractures baker grade iii/IV. The device has been explanted and replaced.

Event description:
Healthcare provider reported right side capsular contractures baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, white calcification, green mold like appearance and yellow particles on the surface of the shell. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.